Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis and was hospitalized on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date in the month prior to the receipt of this report, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to an unspecified infection, but as no clarifying information was provided, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.